Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection noted that both loading units was pre-fired and engaged in interlock with their jaws open. Additionally the anvil clamping mechanism was deformed. Functional testing of the instruments found no abnormalities for the first load unit. Due to the noted damage no functional testing was performed on the second loading unit. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. The root causes of the observed damage were misuse of the product which would have caused or contributed to the reported incident.should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a thoracoscopic right lower lobectomy procedure. The stapling devices were being used for dividing the bronchus. The stapler was not able to fire. The surgeon was able to press the green button but was not able to squeeze the handle. In order to resolve the issue and complete the case, removed the stapler from the patient. Checked the device and found that the opening and closing of the stapler was normal. Replaced with another reload, but was unable to fire either. Both the manual stapling handle and reload were replaced to continue. After the procedure. Found that the staples had prefired and the shaft of the stapler was abnormal. There was no patient harm. The patient outcome is alive, no injury.